Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "unpack the package, staple jamming." No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - info not provided was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples were moving freely within the cover block. The device was disassembled, and it was observed that the saddle spring was not connected to the red pusher. Functional testing could not be performed due to the state of the returned sample. The saddle spring was disconnected from the red pusher and staples were moving freely within the cover block. Additionally, the IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." No concerns observed within the IFU. A device history record review was performed, and no relevant findings were identified. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "unpack the package, staple jamming." No patient involvement.

Event description:
It was reported that "unpack the package, staple jamming." No patient involvement.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.